Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent coincident with the administration of dianeal ultrabag unknown (1.36% 1.5l twin bag and 2.27% 1.5l twin bag) therapy. On an unreported date, the patient began therapy with dianeal unknown bag therapy (dose, frequency not reported) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient began using dianeal and developed cloudy effluent on (B)(6) 2010. The patient was hospitalized on (B)(6) 2010. The patient was treated with sulcef 500 mg/1.5l 4 at each exchange (2 gm) until (B)(6) 2010. The event of cloudy effluent was considered mild in nature and was considered resolved on an unreported date in 2010. Dianeal therapy continued. The reporting physician did not comment on the causality of the cloudy effluent in relationship to the dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.